Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation results were normal. Visual screen and preliminary test results were acceptable. No anomalies were found.

Event description:
It was reported that the patient presented with redness and puss due to an infection. The pulse generator was explanted and replaced. The patient was in stable condition.